Manufacturer narrative:
The investigation determined that non-reproducible higher than expected vitros total b-hcg ii results were obtained for two patient samples processed on the vitros eciq immunodiagnostic system. There was no evidence to suggest an instrument or reagent malfunction occurred as results of precision testing demonstrated acceptable performance at the time of the event. The investigation determined that the samples in question were not processed in accordance with the tube manufacturer's recommendations. A definitive root cause could not be determined. However, pre-analytical sample processing could not be ruled out as a contributing factor. In addition, pre-analytical sample mix-up could not be ruled out for the first patient sample. The root cause of this event is unknown.

Event description:
The customer obtained non-reproducible higher than expected vitros total b-hcg ii results (84.1, 13.71 miu/ml) for two patient samples processed on the vitros eciq immunodiagnostic system. Biased results of the magnitude and direction observed may lead to inappropriate physician action. The higher than expected results were initially reported out of the laboratory, however corrected reports (<2.39 miu/ml) were issued for the affected patient samples. There was no report of patient harm as a result of this event. This report is number one of two mdrs for this event. Two 3500a forms are being submitted for this event as two devices were involved. (B)(4).